Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/06/2015 with the following findings: there was an unexplained pump reboot on (B)(6) 2014 at 15:00 and deliveries never resumed. On (B)(6) 2014 at 20:47, there was a no delivery, exceeds total daily dose (tdd) alarm; deliveries resumed at 21:08. The pump was manually suspended on (B)(6) 2014 at 17:38 and manually resumed at 19:07. There were typical alarms observed in the alarm history. The basal and boluses added up appropriately and equaled the tdd. The pump was observed to be delivering accurately until the last date used. The pump passed a delivery accuracy test and was found to be operating within required specification and delivery accurately. The original complaint could not be duplicated or confirmed. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleged that on an unspecified date, the patient had experienced a blood glucose (bg) of 396 mg/dl with a headache, nausea, stomach ache, lethargy, and symptoms of dehydration associated with an inaccurate delivery issue. Pt remained on pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal and bolus totals matched the patient¿s programmed settings and that all were recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts which was recorded correctly in the pump¿s history. This complaint is being reported because the patient allegedly experienced hyperglycemia based on the alleged inaccurate delivery of insulin.